Manufacturer narrative:
The device was not returned for analysis and a root cause has not been identified. Additional information has been requested from the reporter; at this time, we are awaiting a response to our questions. Should the device be returned for analysis or additional information provided, a supplemental report will be submitted at the conclusion of the investigation. The manufacture internal reference number is (B)(4).

Event description:
The lay user reports suffering injury, pain, and economic loss from an improper fitting of a 3d printed bite splint. In addition to throbbing and radiating pain through teeth and gums with premature loss of a natural molar, tooth #18. The lay user reports the 3d printed bite splint was defective in its design and fit and did not match correctly to the mouth or teeth and reports the dentist failed to advise the patient there was another option other than 3d dental scanning for creating an impression for a night guard. Per the reported information, the dentist negligently shaved into tooth #15 in the upper quadrant after the night guard was ordered. The adjustment by shaving into tooth #15 had an effect and altered the 3d printed bite splint. The 3d printed bite splint was irrevocably changed and tighter fitting than before. The adjustment to the upper molar #15 revealed the improper fit of the 3d printed bite splint. As a result of the improper fit, the 3d printed bite splint caused pressure and abrasions to the molar from contact made during wear which contributed to failure of the 3d printed bite splint. The molar and the front teeth of the patient were too far apart for the 3d bite splint to wear correctly. While wearing the 3d bite splint, the 3d bite splint cups the lower edges of the front teeth. The 3d bite splint hangs partially suspended between the upper and lower molars. The 3d bite splint does not reach the molars completely to rest; therefore, does not fit when the mouth closes. The molars contact the 3d bite splint that clamps down tightly with pressure on the lower tips of the front teeth. The lay user claims the 3d printed dental guard was too tight and that the dentist failed to adjust the respective bites correctly and caused further injury affecting the 3d printed bite splint and ensuing harm.